Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa or clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported clip opening during efaa and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully advanced within the patient. The clip passed the first established final arm angle (efaa), then during the second efaa test the clip opened to approximately 20 degrees. Troubleshooting was performed and the clip continued to open to approximately 20 degrees. The decision was made to fully close the clip and implant the triclip. After the clip was deployed, the triclip opened continuously to approximately 20 degrees. An additional triclip was successfully implanted. The procedure was discontinued, the final tr was reduced to grade 1+. There were no adverse patient sequela or clinically significant delays reported.